Event description:
Per the clinic, the patient experienced an infection at the implant site and postauricular wound complications which leads to frank postauricular fistula along the incision site (date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent a surgical drainage procedure on (B)(6) 2024 to washout the infection. The device was explanted during the same surgical procedure. The patient was reimplanted with another cochlear device on (B)(6) 2025.